Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial ablation novasure and essure insertion on same day on (B)(6) 2014" on (B)(6) 2014). The patient had a medical history of endometrial ablation, hypertension, pelvic pain, paratubal cyst, hair loss, parity 2, multi gravida, hypertension, osteoarthritis, pelvic pain, dysmenorrhea, menometrorrhagia and pelvic pain. Previously administered products included: hydrochlorothiazide, benzonatate and naproxen. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tube, left, bilateral fallopian tubes and essure coils. Final diagnosis: bilateral fallopian tubes and essure coils, salpingectomy and foreign body removal: bilateral fallopian tubes with paratubal cysts. Foreign body material for gross examination only. Gross description: the serosa of each fallopian tube is unremarkable with multiple paratubal cysts averaging 0.1 cm in diameter. Sectioning of each reveals no lesions. Also received are 2 metal cold wires that are each 18.5 and 27 cm in length and 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial ablation novasure and essure insertion on same day on (B)(6) 2014" on (B)(6) 2014). The patient had a medical history of endometrial ablation, hypertension, pelvic pain, paratubal cyst, hair loss, parity 2, multi gravida, hypertension, osteoarthritis, pelvic pain, dysmenorrhea, menometrorrhagia and pelvic pain. Previously administered products included: hydrochlorothiazide, benzonatate and naproxen. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy,). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tube, left, bilateral fallopian tubes and essure coils final diagnosis: final diagnosis bilateral fallopian tubes and essure coils, salpingectomy and foreign body removal: bilateral fallopian tubes with paratubal cysts. Foreign body material for gross examination only. Gross description: the serosa of each fallopian tube is unremarkable with multiple paratubal cysts averaging 0.1 cm in diameter. Sectioning of each reveals no lesions. Also received are 2 metal cold wires that are each 18.5 and 27 cm in length and 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.